Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, painful scarring, additional surgery, and other injuries. No additional information was provided.